Event description:
It was reported that the patient took insulin based on the postprandial result of 19 mmol/l. Afterwards, the patient had unknown hypoglycemia symptoms, but did no new measurements. About 1.5 to 2.5 hours later, two measurements resulted in 3.8 mmol/l and 2.9 mmol/l. The patients doubts the result of 19 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.